Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead appeared to be dislodged and pacing in the ventricle. The lead was repositioned on (B)(6) 2016. The patient was in stable condition.